Event description:
It was reported that, since the day of implantation, ventricular noise oversensing associated with pacing inhibition has been observed in episodes stored in device memories. Provocative tests have been performed, but noise could not be reproduced. Analysis of the possible source(s) of noise is requested. Pacemaker will reportedly be replaced by (B)(6) 2014 because of battery depletion.